Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was found in back-up mode. The patient's device was restored. The patient was reported to be in stable condition.